Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 520 mg/dl. The customer was treated with intravenous drip, glucagon 1 mg and insulin. The insulin pump will be returned for analysis.